Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a hemodialysis catheter. The customer reported a mahurkar maxid catheter had a tear / hole in the junction of the silicone back end and carbothane connection. The catheter was inserted on the (B)(6) 2009 and needed to be pulled and replaced.